Manufacturer narrative:
(B)(6).

Event description:
It was reported that a vessel perforation occurred. The 90% stenosed target lesion was located in a mildly calcified and tortuous left anterior descending artery 6 and 7(lad). A rotawire drive was selected for use in an atherectomy procedure. The rotablator burr was advanced to the target lesion with dynaglide. The rotawire drive tip was placed on the peripheral of the lad. At the time of insertion, the rotawire moved slightly to the proximal side and migrated to the small branch. Ablation was performed. The rotawire was rewired with the rota burr inserted. When the rotawire was replaced with a non-bsc guidewire, it was noticed that the small-branch which had trapped the tip of rotawire was perforated. The perforation was treated using non-bsc vascular embolic coil. Post-dilation with a wolverine balloon was performed and a non-bsc stent was implanted. The patient was in good condition.